Event description:
Caller reported that the cuff on a mpdc specialized tracheostomy tube would not hold air after insertion. It was reported that the end user might not have pre-tested the cuff. There was no patient harm and the tube was replaced without incident.